Manufacturer narrative:
The device has not been received and this complaint is still under investigation.

Event description:
Complainant alleged that the device prompted an "attach pads" message. Complainant indicated that there was no pt involvement in the reported malfunction.